Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the central venous pressure tubing set was cracked and leaked; therefore, able to trap air. It was also reported that blood was backed up in the tubing set and leaked. After the connections were checked and the stop-cock changed, the nurse noticed air attempting to "flush". The line was then clamped and replaced before any harm occurred to the patient. Although requested, no additional information was provided.